Event description:
It was reported that after the iab was successfully, the pump alarmed "kinked lines". The pump was exchanged, but the same alarm occurred. Then, the iab was removed without any complications.